Manufacturer narrative:
Correction: during follow up, it was clarified that the transfer set was difficult to open and close, however the set was able to be closed. This does not represent a failure of the device. There is no breach in the sterile pathway as the transfer set can still be closed.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was unable to close; described as ¿the twist clamp was so tight that the transfer set was not able to close at all¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.